Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. In some instances mechanical failure is due to wear and tear. The defect is a severity s1. No further investigation is required due to low severity risk. No adverse health consequences; may result in annoyance to user or patient. Will continue to monitor trends and investigate special causes. As no lot or catalog number was received, a review of the device history record could not be completed. Note this is now a discontinued product. Complaints are only being trended for purposes of pms review on the existing product in marketplace. No further investigational actives will occur for the complaint codes listed. There will be a continued increase in complaint occurrences as the multiuse devices age and fail over time. Rationale: no CAPA necessary based on investigation.

Event description:
It was reported that the casing of the unspecified onetouch® comfort lancing device was broken.